Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the planning of the surgery the surgeon was viewing an image in ac/pc view then loaded a new image and the viewports revert back to the default orientation.

Manufacturer narrative:
This complaint does not meet the criteria of a complaint definition criteria, but describes a feedback for improvement.